Event description:
It was reported that the touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined follow-up with technical support.